Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt stated that they met with a rep this week for probably an hour because their stimulator wasn't behaving properly. Their programming is supposed to be set that when they are upright stimulation is on, and when they lie down stimulation is off and it wasn't doing that, and pt had to do it all manually. Pt said that rep reset everything about three times. By the time patient got home, stimulation was on while they were seated, off when they stood up, and on when they lie down, which is opposite of it's what supposed to do. Pt said there were also no intensities set, which they know had been set on rep's ipad and they were on the phone with tech support for some time (see case # (B)(4)). Rep told the pt there was nothing that she could do to help the pt further. Pss offered to troubleshoot with setting the individual adaptive stim settings; pt explained that they knew how to set the intensities, but it was the on and off settings they didn't know how to set. The issue was not resolved. Additional information received from the manufacturer representative reported that the cause of the adaptive stimulation issue was unknown. The programming was reconfigured and every position was checked but the issue was not resolved.